Manufacturer narrative:
The field complaint of backup vvi was confirmed and the device was received in backup vvi operation. The device went to backup due to code corruption, which was consistent with that occurring due to transient high current caused by a checksum error. The cause of the checksum error is unknown.

Event description:
It was reported the asymptomatic patient presented in clinic in backup vvi. Subsequently, the device was explanted and replaced without adverse event and with the patient having remained stable before, during, and after.